Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that a lead revision occurred. Additional information received from the rep reported that the patient had not been getting coverage on the right leg. After the revision the patient was doing better and was getting more coverage on the right side. Additional information received from the manufacturer's representative also reported that the consumer was reporting a lack of coverage in the right leg even after the revision occurred. Relevant medical history included spinal pain. No further follow-up was required.